Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed and was not detected on the bus, and the drawer required maintenance. A field service engineer (fse) confirmed that the customer had located the station and rebooted it. After the reboot, the issue was resolved, and the system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, the device was not detected on bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.